Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to a broken white (drvn_gnd) wire in the trunk cable at the connector. Upon investigation the electrode belt did not pass an ECG fall-off test. The root cause for the broken wire was excessive force. There was no adverse event that resulted from the damaged belt.